Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and topical skin adhesive was used. Ten days following the procedure, when the topical skin adhesive was removed, it was confirmed that dysraphism occurred and the wound margin was like white ischemia. The patient underwent a debridement of wound and was re-sutured. It was also reported that, after that, there was no adverse effect to the patient and the patient was discharged from the hospital. Additional information was requested.